Event description:
Procedure: lap cholecystectomy. Reportedly, the tissue was placed in the pouch and the ring was pulled. The suture broke. Another device was applied, and there was no reported injury.

Manufacturer narrative:
During routine review this report was reevaluated. At that time, the decision was made to file a report based on the info received.